Event description:
It was reported after initial start up of the intra-aortic balloon(iab) therapy, the balloon was not inflating completely. The balloon was also not inflating manually. The balloon was placed correctly by the cardiologist. There were no visual defects during insertion of the balloon. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded at the proximal and distal ends. Dried blood was observed on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing y-fitting approximately 69.1cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely unfold and inflate on the pump. This restricted the gas passage and resulted in poor inflation on the pump. Two potential root causes were identified. 1. Kink in the catheter tubing. This may have occurred after the iab catheter was removed from the packaging by the end user 2. Twist in the membrane. This may have been caused by the operator incorrectly orienting the membrane when performing the sealing operation awareness training was conducted with the operators involved. There is no evidence of a systemic issue; thus this is an isolated incident and it is not required for escalation. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated sections - date of this report, date received by mfg, type of report,mfg follow-up #, if follow-up, what type, device evaluated by mfg, device not eval provide code, evaluation method codes , addtl mfg narrative/corr. Data. A visual inspection of the supplied video(s) confirming the reported problem. Complaint # (B)(4).

Event description:
It was reported after initial start up of the intra-aortic balloon(iab) therapy, the balloon was not inflating completely. The balloon was also not inflating manually. The balloon was placed correctly by the cardiologist. There were no visual defects during insertion of the balloon. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after initial start up of the intra-aortic balloon(iab) therapy, the balloon was not inflating completely. The balloon was also not inflating manually. The balloon was placed correctly by the cardiologist. There were no visual defects during insertion of the balloon. The balloon was replaced to continue therapy. There was no reported injury to the patient.